Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out, it was reported that this right atrial (ra) lead was failing. Attempts to obtain additional information were unsuccessful. The ra lead status is unknown. No adverse patient effects were reported.